Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the reason for the call was the patient reported for the last couple days they could just feel stimulation and it was uncomfortable. Patient stated they went to use their controller and they got the message por (power on reset) on the controller. Agent reviewed meaning of the message with the patient. Patient mentioned that the stimulation picked up in the past couple days like crazy and they didn't do anything for it to do that. Patient also mentioned that they could feel the stimulation on their left side in the private area where it was supposed to be stimulating for their ibs. Patient noted that it was almost like a numbing feeling and constant and in the recent days it was enough to wake them up from sleep. Sent patient doctor listings. Emailed the manufacturer rep to contact the patient. The rep indicated they had reached out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.